Manufacturer narrative:
(B)(4).(B)(6) .

Event description:
It was reported that the patient was unable to locate the app icon. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.